Event description:
Reporter alleged that a neonate received the result of 29 mg/dl on the inform system compared back to back within 10 minutes of a result of 39 mg/dl obtained on a lab system. Reporter also alleged that an hour later, the same neonate received the result of 35 mg/dl on the same inform system compared back to back within 10 minutes of a result of 50 mg/dl obtained on a lab system. Reporter stated that the neonate received a bottle of similac formula based on the 29 mg/dl and 39 mg/dl results. No other actions were reported taken or treatment received. No adverse event reported. Reporter stated that the strips were sitting on a shelf attached to a bedwarmer. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.